Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) the tip broke and fell into the patient. The customer did not retrieve the tip.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: d4 - expiration date, d8, d9, h2, h3, h6, h11.the device was returned to olympus for inspection, and it was confirmed that the cutting wire broke.a review of the device history record found no deviations that could have caused or contributed to the reported issue.based on the results of the investigation, the most probable cause of the complaint is traced to component failure due to stress problem.should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.